Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were having large air bubbles in the reservoir. The customer's blood glucose was 278 mg/dl at the time of incident. The customer also reported that they had low blood glucose of 47 mg/dl at the time of incident. The customer advised to remove the air bubbles out. The reservoir will not be returned for analysis.